Manufacturer narrative:
Additional information: h6 and h11: h11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed a leak from access pre-pump pod. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the damaged pressure sensor of a prismaflex st100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.